Event description:
It was reported that during a mildly tortuous, mildly calcified, 99% stenosed distal right coronary artery procedure, during pre-dilation the balance middle weight elite guide wire got stuck on another non-abbott device. The elite guide wire was removed out of the patients anatomy. Another balance middle weight elite guide wire was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dil cath: kamui 2.0; guide cath: launcher jr4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for detachment of device component, difficult to remove, difficult to position or device operates differently than expected reported from this lot. Based on the reviewed information, no product deficiency was identified.